Manufacturer narrative:
(B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The syncardia clinical support specialist reported that the companion hospital cart power cord "falls out" when the hospital cart is being repositioned while supporting a patient. The syncardia clinical support specialist also reported that there was no patient impact. The reported issue poses a low risk to the patient because it did not prevent the docked companion 2 driver from performing its life-sustaining functions. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective and preventive action) to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.